Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. The customer's blood glucose was unknown. Customer stated the alarm was resolved by an infusion set change. The customer will be returning their infusion set for analysis. No additional information provided.